Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral catheterization procedure on an unknown date. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the technician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the device was removed, the patient developed a hematoma which was described as less than 6cm in size. Manual pressure was applied to the hematoma for 20 minutes. A couple of days after the catheterization procedure, the patient presented to the ER at a different hospital where the patient was sent to the or for repair of a pseudoaneurysm. The patient was reported to be doing "well." No further information is available.